Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that the device is alarming to "connect belt" and that the wires are exposed at the electrode belt connector. The pt's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem was confirmed. The cause for the adjust belt alarms was a broken truck cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.